Event description:
Ventilated pt "coded" while in o.r. Immediately after being scanned in MRI. According to rn, physiological monitors (nibp & pulse ox) not working correctly while pt being scanned. Backup monitor was being used because primary monitor was taken out of service due to image artifact issues.